Event description:
Report received in 03/2003 of increased spasticity - follow up with hcp at that time indicated no device issue. New report received of scheduled device replacement in 2003. Follow up with hcp replacing catheter revealed pt began consult with hcp in april for problems of increased spasticity and lack of therapeutic effect. X-ray taken in 2003 showed no obvious discontinuance of the catheter. 2 months later side port access done with total intermittent bolus program - test unsuccessful. The following month indium study showed no flow outside of the pump through the catheter. Pt scheduled for surgery. Pt maintained on oral baclofen. Catheter replaced 2 months later and pump was programmed with 500 mcg per ml baclofen and bolused with 0.1 cc and reprogramming was to be done later. Seven days post operative pt experienced weakness, nausea, constipation and increased spasms. Three days later pt reported symptoms were improving. Pt has not reported since.